Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer was instructed to try several button-press techniques and charging steps, confirmed pump was in warranty, and agreed to use current pump and alternate insulin method if necessary until replacement arrived.